Event description:
This senior medical affairs specialist spoke with the patient/layperson regarding his allegation of basing insulin on inaccurately elevated blood glucose results with his onetouch ultra meter that allegedly resulted in several hypoglycemic events. A customer care advocate, cca, replaced the meter, test-strips and control solution after his initial 2008 call. Results are in mg/dl, correct unit of measure. The patient's diabetes is self controlled with 22 units lantus before bed (that he elected to lower to 20 units) and 8 units novolog before each meal and on a sliding scale. The patient was diagnosed 40 years ago. The patient reported three hypoglycemic episodes resulting in hospitalization in the past nine months, most recently a month ago. During the most recent, he was home after a morning meeting, adjusted his insulin before eating, and eleven hours alter was reportedly in the hospital. Although he recalls nothing before waking up at the hospital, the patient assumes he injected too much insulin, due to an inaccurate blood glucose result. Reportedly, the other episodes were similar. The patient also reported the following. On an unrecalled evening, the patient injected "probably" 5 units novolog before 11 pm after a 440 result. Thirty minutes later, his wife discovered the patient slurring his speech. The patient or his wife tested, result 40. He self treated. The day of his (the same day) call, the patient's morning blood glucose upon arising was "300 plus". He took 3-4 units novolog to "bring it down to 120". Because of the elevated result, he did not eat breakfast. Reportedly, he felt fine. Although he informed the cca that an hour alter, he felt weak and couldn't concentrate, he decided it was only 30 minutes later at our discussion. He ate toast and jelly and reportedly felt better. The patient then retested, result 300 plus. A test on his whole blood calibrated meter was "100." A recent hba1c was 7.5%. Although there is no indication the product has malfunctioned, the complaint is reported as a serious injury due to the patient's allegation of harm and hospitalizations, due to the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.